Event description:
Information received from the field notes that during a routine check, the device was found to be in back-up code a. One week prior, the patient felt a shock while changing a lightbulb and had felt "tired and run-down" ever since. The device was pacing in vvi mode at 70 ppm and did not accept any program changes. The physician elected not to explant since the patient was not pacemaker dependent. The patient will be followed on a monthly schedule.